Event description:
It was reported that the patient presented in the emergency room with a low pulse. It was unclear if the pulse was accurate or if the patient was undergoing any symptoms. Upon interrogation, the pacemaker was in backup vvi mode. No device intervention was performed. Patient was stable and will continue to be monitored.